Event description:
During preparation for lasik surgery 02, the surgeon experienced a device malfunction with the intralase fs laser. There was no pt injury reported. During preparation, the pt was positioned on the bed and suction was applied. The surgeon was adjusting the bed position and gantry position of the laser, and was preparing to dock the eye. The laser gantry generated a cracking/grinding noise; the laser stopped moving then moved in the y-direction approximately one inch. Because the cone had not been docked on the pt at this point, the pt was completely unaffected by the movement of the gantry. This event is being reported as a malfunction MDR because unexpected movement of the gantry in the x, y, or z (down) directions has the potential to cause injury to the eye.